Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their ¿unknown¿ one touch meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two attempts to contact patient but was unsuccessful. A no response letter was posted. The patient reported that the alleged error message first occurred on ¿about a month ago¿. The patient manages his diabetes with oral medication, diet and exercise. He reported that he took no action in response to his regular diabetes management routine as a result of the error message appearing. The patient denied developing any symptoms. However on an unknown date and time he alleged that he attended emergency room(ER) and was treated by a health care professional (hcp) with orange juice and a ¿shot of sugar to the veins¿. The patient stated that he obtained a result of ¿40 mg/dl¿ on the ER meter. Based on the information provided, the patient did not detail that he developed any specific symptoms suggestive of severe hypoglycemia. However, this complaint is being reported as the treatment he received would suggest that he experienced an acute diabetes excursion.